Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on january 20th, a novasure procedure was performed and the physician was performing an endometrial ablation following a laparoscopic salpingectomy and ensure removal. The physician scoped into the cavity with adequate visualization, performed a curettage for sampling and removing some of the proliferative lining and began measuring the cavity. The ablation ran for a minute and 20 seconds before a vacuum alarm was triggered. They troubleshoot as instructed per IFU and resumed the ablation. Another vacuum alarm was alerted immediately. The physician opted to abort the duration of the case, he verbalized the ablation was winding down and that only had a few seconds left. The physician removed the device from the patient safely but noted the underside of the array was damaged upon removal from the distal tip being bent. No patient injury was noted or verbalized upon scoping back in to document the ablation. No additional information is available.